Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is loud and noisy. The alleged complaint could not be duplicated. The unit was not alarming; however, it should have been alarming as the initial o2 output was only 80.5%.